Event description:
It was reported by the patient that the remote monitor was moved and the lights started flashing. The monitor remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found that although the monitor was able to power up by using the returned power supply, the high voltage might damage a component. Analysis was unable to confirm the reported event.

Manufacturer narrative:
Further review prompted a change in the device analysis results.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.